Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a surgery during which the instrument sheared upon impact. Implant lodged with no means of advancing/retracting. Eventually removed with some grippers. The product came in contact with the patient. No fragments remained inside the patient's body. There was no patient complication reported as a result of this event.